Event description:
Caller reported that a cartridge was damaged, specifically noting two instances of the issue occurring on the same day. There was no adverse impact to the customer's blood glucose level as it did not exceed harmful limits. The caller successfully changed the cartridge and resumed insulin therapy, with a replacement cartridge to be sent via RMA by customer support, which the caller acknowledged and understood.